Event description:
The filter did not deploy correctly. As the filter was released from the catheter it was evident at that time the feet were wrapped around each other causing it to fail to open after it was deployed in the vena cava. The physician retrieved this filter and another filter was placed with no problems noted.